Event description:
It was reported that during a lap anterior resection procedure, the surgeon attached the anvil of the device as normal and when he connected this to the retractable spike of the device, a click was heard and the device was seen to have connected properly. When the surgeon began to close the device, the anvil head lost connection and came away from the spike of the device. He attempted to re-connect the device several times, each time noting that the anvil and spike appeared to click into place as expected. However, when he closed the device the anvil again became unattached. They opened a new like device and this connected to the anvil ok and a proper firing with normal donuts were observed. There was no consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and the device was received fully loaded with staples. It is possible that the returned anvil is not the original that comes with the device. A new washer was placed on the device and it was tested for functionality; the device fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the anvil was connected and disconnected as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.